Event description:
Service and repair report states that an end piece sheared off. It may have been damaged during a case with a patient with hard bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because there was a broken component. The product was received at service and repair who were unable to repair the device. A warranty replacement was sent to customer. There is no further information available on this event. A review of the device history records has been requested.

Manufacturer narrative:
All records indicate the product which was released was manufactured to specifications. There were no anomalies which could have caused or contributed to this complaint.